Event description:
It was reported the procedure was being performed on a female pt's lower arm graft in the operating room. The ptd was used in a stent and became tangled and stuck. Surgical intervention was needed to remove the basket from the graft. There was a delay in treatment with no pt harm and no pt death was reported.

Manufacturer narrative:
(B)(4).